Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were calling again because the reservoir had air bubbles. The customer experienced high blood glucose levels due to the air bubbles in the reservoir. Customer's blood glucose level was not reported. The device was not returned.